Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod. The pod was discarded.